Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer protector on the bloodline is allowing for a lot of air within the system and blood to back up into the transducer lines. The air is causing pressure, multiple alarms, decrease blood flow rate, and increased incidents of clotted systems. Upon follow up, it was confirmed that the fresenius 2008t machine alarmed with an air detector alarm. At this time, the patient¿s treatment is paused and the transducer is changed out. After the transducer protectors are changed out, the patients are able to complete treatment with no further issues. There has been no patient injury or medical intervention required as a result of this event. It was noted that the issue with the transducer protector has caused blood loss of less than 100ml if the venous line clots and is unable to be flushed back in time during the transducer protector exchange. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.